Manufacturer narrative:
A visual inspection of the returned device found the sheath was kinked and peeling, with the retrieval coil partially stuck inside of the sheath. Additionally, a portion of the heat shrink was missing, exposing the core wire. The condition of the returned complaint sample was consistent with the use of excessive force. Because the event occurred outside the pt, most probable root cause is handling damage. (B)(4).

Event description:
Note: the date of event is unk. It was reported to boston scientific corporation on (B)(6), 2009 that a nitinol urological retrieval coil was used for a ureterolithotripsy procedure. According to the complainant, the physician attempted to perform a functional check of the retrieval coil before insertion into the pt. The retrieval coil would not retract into the sheath and the coil looked to be tangled. The physician successfully completed the procedure with another nitinol retrieval coil. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."